Event description:
Clinical trial. Same case as MFR# 2134265-2008-00130, -00124, -00125. It was reported that post index procedure, the patient experienced a target vessel revascularization (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The index procedure treated a de novo bifurcated lesion in the mid left anterior descending artery (lad). The mid lad was the main branch and the ramus diagonalis was the side branch. The lesion was 3 mm wide, 2.8 mm long and 67% stenosed. The physician predilated the lesion prior to placing a 3.0 x 20 mm taxus express2 stent, a 3.0 x 16 mm taxus express2 stent, and a 2.5 x 20 mm taxus express2 stent in overlapping fashion. Residual stenosis was 0%. The patient received heparin, statins and gpiib/iiia inhibitors during the procedure. The patient was discharged 7 days later on plavix and aspirin. At 260 days post index procedure, the patient presented with angina. Angiography found instent restenosis was found in the 3.0 x 16 mm taxus express2 stent as well as the 2.5 x 20 mm taxus express2 stent. Kissing balloon dilatation treatment was performed to the mid lad. During the treatment, a dissection occurred in the proximal lad which was treated with a drug eluting stent. The event was considered resolved and the pt was discharged that day on continued plavix and aspirin. In the opinion of the physician, there is a possible relationship between the tvr and the taxus stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.